Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the pst observed the fio2 values from the electronic patient gas system (epgs) to not match the central control monitor (ccm). Once a lab use only oxygen (o2) sensor was installed, the epgs passed testing, determining that the end-user¿s o2 sensor was defective. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. This complaint is related to (B)(4)/ medwatch #1828100-2020-00016. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The product surveillance technician (pst) reported that during laboratory evaluation of the device at the service center, the unit failed fraction of inspired oxygen (fio2) release testing. There was no patient involvement.